Manufacturer narrative:
Na

Event description:
It was reported that the ventricular lead exhibited loss of capture even at 7.5 v, in both unipolar and bipolar configurations. The patient was not pacemaker dependent.